Manufacturer narrative:
Alleged failure: drape burn after use. Set down on drape and when they went to pick product up they noticed the cord burnt the drape salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s are: "the surface temperature near the scope adapter and at the tip of the scope can exceed 41 °c if the light source is operated at high levels of brightness for extended periods of time. The heated scope and adapter can cause burns to the patient, user, or combustible materials." The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacturer date is unknown.

Event description:
It was reported that there was a burn to the drape.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a burn to the drape.